Event description:
It was reported the patient was experiencing ineffective stimulation. Surgical intervention was undertaken and the ipg was explanted and replaced. Effective therapy has been restored